Event description:
It was reported that the 9800 system would intermittently not play back the cine images and was slow to display images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased. The hard drive, cine drive, and software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.